Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer head, cat#00801803202, lot#62113219. Zimmer stem, cat#00771101100, lot#62053429. Zimmer cup, cat#00620205222, lot#62085861. Zimmer liner, cat#00631005032, lot#62092206. Zimmer bone screw, cat#00625006525, lot#62119804. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00538.

Event description:
It was reported the patient underwent revision surgery due to pain from corrosion from the femoral head and stem. No further event information available at the time of this report